Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Manufacturer report number 1627487-2019-12248. Manufacturer report number 1627487-2019-12249. Manufacturer report number 1627487-2019-12250. Manufacturer report number 1627487-2019-12251. It was reported that the ipg became inoperable and patient lost therapy. As a result, surgical intervention was undertaken on (B)(6) 2019 during which the ipg, leads and lead extensions were explanted and replaced. Effective stimulation was established post-op.